Event description:
It was reported that a malfunction alarm occurred. Reportedly assistance was needed to address bg level. A manual insulin injection was administered to address bg level via pump. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.